Event description:
Country of complaint: (B)(6). Ceramic is broken and has crack. The customer has insisted that the usage of these products are 26 times, 20 times and 8 times. Although the usage time is a very few times, the broken ceramic was found. Regarding the maintenance, the protecting cap is always used for the jaw. Primary surgery: (B)(6) 2013. Additional info: the customer officially reported this issue to health, labour and welfare ministry.

Manufacturer narrative:
Eval: a crack in the ceramic insulation can happen even with first use, if too high forces, especially on the table side of the jaw, are applied. No hints for material or product failures were found. Product must be checked before every use.